Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing determined that the system needed the d drive to be defragmentated. After defragmentation, the imaging system then passed the system checkout and was found to be fully functional. The software investigation determined that the issue originated with writing and updating of calibration files. This was determined through log analysis. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while during a spinal fusion case. The imaging system displayed an error message appeared after taking a scout image. The error message details were not provided. Initial troubleshooting was performed by rebooting the system, though this did not resolve the issue. The restart led to a gray screen with green lines on the viewing station. The site brought in their second imaging system to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.